Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided three photos for analysis. The complaint of a cracked arterial luer hub was able to be confirmed by the photos. The customer additionally provided photos of the connector assembly. No defects or anomalies were identified with the connector assembly. As no sample was returned for analysis, a complete visual inspection to determined the cause of the damage could not be performed. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit informs the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "on (B)(6) 2024, the doctor found the luer hub/fitting has a crack during use on the patient. They changed to a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.".

Event description:
It was reported "on (B)(6) 2024, the doctor found the luer hub/fitting has a crack during use on the patient. They changed to a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required."

Manufacturer narrative:
(B)(4)